Event description:
It was reported that the patient was having difficulty communicating the ipg to the remote control following a non-device related surgery. It was noted that during the said surgery an electrocautery was used. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded by the medical facility.